Event description:
A stent and twelve coils were successfully placed to treat a fusiform basilar tip aneurysm. As the physician was repositioning the microcatheter, the guidewire [subject device] became caught in the stent. As the physician retracted the guidewire, the coil mass, stent and guidewire were observed to move as one unit. The physician applied force and was able to remove the guidewire. The stent had been pulled proximally in the basilar artery and the coil mass was contained within the stent and appeared to be covering the superior cerebral arteries but all vessels remained open. The physician used a non boston scientific stent and guide catheter to push the coil mass back into the aneurysm. The stent remained vertically in the basilar artery with the distal end at the neck of the aneurysm and the proximal end near the vertebral/basilar junction. There were no reported clinical consequences to the patient who was reported to be breathing on their own immediately after the procedure and the following day was able to move all extremities and communicate with family and hospital staff.

Manufacturer narrative:
For no allegation of product malfunction or non conformance contributing to the reported event.